Event description:
It was reported that the biomed had arctic sun device with low flow and would like to troubleshoot. Per follow up information received via task on 06jan2026, technical support was able to troubleshoot and found out the issue the circulation pump need to be replaced.

Manufacturer narrative:
The device was not returned. Reported issue: it was reported that the biomed had arctic sun device with low flow and would like to troubleshoot. Repairs related to the reported issue: per follow up information received via task on 06jan2026, technical support was able to troubleshoot and found out the issue the circulation pump need to be replaced. Conclusion: the reported issue was confirmed. The root cause for the reported event is a failed circulation pump. Per follow up information received via task on 06jan2026, technical support was able to troubleshoot and found out the issue the circulation pump need to be replaced. The complaint or reported issue was confirmed through other elements of the investigation to not be manufacturing related. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.